Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from clinic after reporting gastrointestinal symptoms such as nausea and further work up. Computed tomography imaging performed revealed outflow graft occlusion and ventricular assist device (vad) flows decreased to 0.7 liters per minute (lpm) at 5200 revolutions per minute (rpm). The patient's international normalized ratio (inr) at the time of the alarms was 1.6 on warfarin. Speed was decreased to 4200 rpm and they were currently supported on milrinone and moved to intensive care unit (ICU) for closer monitoring of decompensation. Surgical intervention was considered for (B)(6) 2025. They also received heparin drips and had low flow alarms. Log files were sent for review to analyze the heartmate 3 outflow thrombosis. The most recent event log from (B)(6) 2025 contained low flow hazard alarms with low stagnant calculated pulsatility index (pi) with corresponding decrease in motor power. The periodic log indicated the onset of these alarms occurred between timestamps of (B)(6) 2025 11:42am and (B)(6) 2025 11:42am. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. The pump was maintaining the set speed limit so it appeared to be operating as intended. The log files from the days/weeks leading up to the low flow contained no unusual system controller alarms or pump faults. The patient returned to the operating room for outflow graft thrombectomy vs outflow graft exchange vs heartmate 3 pump exchange. Redo sternotomy performed while on cardiopulmonary bypass. Once dissection of outflow graft was completed, the outflow graft clamped, transected and a balloon catheter was placed inside the outflow graft. The balloon was inflated proximal to the aortic anastomosis and withdrawn from outflow graft to remove clot. The remaining portion of outflow graft and bend relief were removed from the existing heartmate 3. Left ventricle filled with blood from bypass circuit, but there was no flow of blood from the heartmate 3. Decision was made at that time to replace the heartmate 3 pump and outflow graft. Original heartmate 3 removed from cuff without incident and newly primed heartmate 3, outflow graft, and fenestrated bend relief implanted. A graft-to-graft anastomosis was performed. Cardiac support slowly transitioned from bypass to heartmate 3 flows without incident and stable hemodynamics. Center would return explanted heartmate 3 for analysis once patient woke up from surgery and signed consent to return explanted device.

Event description:
There were no recent changes to pump parameters prior to the above noted changes. Computed tomography images were provided that confirmed outflow graft occlusion. The heartmate 3 pump was exchanged on (B)(6) 2025, and the occlusion resolved.

Manufacturer narrative:
E3 - occupation: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported outflow graft obstruction could not be conclusively determined through this evaluation. The account submitted a computed tomography (CT) imaging video. The results were inconclusive of any occlusion of the outflow graft. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing. The distal portion of the pump cable was returned in two segments: approximately 1", and approximately 19" from the pump inline connector. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was not returned. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The texture and color of the formation appeared consistent with an ingested deposition. The origin of this deposition could not be determined through this investigation. The pump rotor revealed a deposition partially occluding the vanes and fully occluding the eye of the rotor. Additionally, depositions were found in the pump cover interior which appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump caused by the ingested thrombus formation. The sequence of events captured in the submitted and retrieved log files are also consistent with thrombus being ingested into the pump during support and then being turned off. Visual examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses all pump parameters, including pump flow. Section 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.